Event description:
It was reported that the pt expired in 2008 after 19 days of implant duration due to unk reasons. No further were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.